Event description:
It was reported to MFR that the hand held screen continued to freeze during interrogation and "the screen goes completely blank during system diagnostics". Troubleshooting was performed to temporarily resolve the issue, however, the site requested a new hand held and software be sent to replace the non-working device. The hand held and software have been returned to MFR and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.